Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the implant procedure, the physician placed a "strong pressure bandage" over the implantable cardiac monitor (icm) implant site. The device was explanted and replaced due to migration inside the pocket. No patient complications have been reported as a result of this event.